Manufacturer narrative:
Investigation: three photos were returned for investigation. No foreign matter observed on returned photos as reported. The complaint is unconfirmed as no defect is observed on the photo. Based on the DHR reviewed there was no abnormality during production run. Hence, a root cause could not be determined.

Event description:
It was reported that 10 syringe slip tip wtih bd precisionglide¿ needles were noted to contain unknown droplets within the packaging prior to use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe slip tip with bd precisionglide¿ needles were noted to contain unknown droplets within the packaging prior to use.